Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 70% stenosed distal right coronary artery. A balance middleweight universal ii guide wire was placed and a xience xpedition stent was successfully implanted. During removal of the catheter, the wire was accidentally pulled out with the catheter. At this point it was observed that the wire was separated. The entire wire was removed inside the stent delivery system catheter. There was no resistance felt during the procedure, so it is unknown when the separation occurred. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem)imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There was no damage noted to the guide wire prior to the procedure, which suggests a product deficiency did not contribute to the reported difficulties. Return analysis noted a small piece of core still attached to the distal end of the hypotube, which suggests the core was attached properly and securely during manufacturing. It is likely that the guide wire became bent during use in the anatomy, such that further manipulation contributed to the guide wire ultimately separating at the bent location. Based on the reviewed information, no product deficiency was identified.